Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2.

Event description:
Healthcare professional reported a right side capsular contraction, baker grade iii. The device was explanted.

Event description:
Healthcare professional reported a right side capsular contraction baker grade iii. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening on the radius, and crease flat. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified one curved striated opening on the radius. Based on the device analysis the final assessment was one curved striated opening due to surgical damage consist in the use of some surgical tools.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contraction baker grade iii. The device was explanted.